Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cement would not and did not completely mix.

Manufacturer narrative:
The device associated with this report was not returned. Retained samples were conditioned and tested and found to be within specification. Review of the devic e history records did not reveal any manufacturing deviations or anomalies. A root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained samples. However, the conditioning and storage of the samples or the operating theatre temperature could potentially have influenced the mix experienced. The investigation could not verify or identify any product contribution to the reported event with the information provided or the retained samples that have been tested. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.